Event description:
Country of complaint: (B)(6). Complaint states: suturing uterus with continuous stitch, knotting not reached when needle detached.

Manufacturer narrative:
Mfg site eval: eval is ongoing.